Event description:
It was reported via repair work order that the brakes were not holding. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment have been reported at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported via repair work order that the brakes were not holding. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment have been reported at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that a visual and functional inspection was performed by the stryker (B)(4) service engineer. It was found that there was no defects with the stretcher and the reported event could not be duplicated. The brakes were working to specification.